Event description:
It was reported that the patient's ipg was unable to communicate following an unrelated procedure. The patient did set their ipg to surgery mode. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
B3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.